Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg no longer connects with external devices. The patient stated he connected and turned off his scs stimulation prior to having a CT scan done. After the CT scan the patient could no longer connect to the generator. The patient controller (pc) would only display the "cannot connect to generator. Generator is not responding" message. Troubleshooting of the patient's scs system did not provide resolution. Additional troubleshooting determined the patient's scs ipg was inoperable. Surgical intervention may be taken to address the issue.